Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the controller was blank and unresponsive; caller stated the controller was "dead" and "won't take a charge." Caller did not have the external equipment with them at the time of the call. Caller will call back when they have the equipment present for further troubleshooting. Caller called back and reported at some point the controller powered on and they were able to charge the patient's ins, but now the controller seemed to be causing the patient's ins to turn itself on and off. Caller reported it seemed like when the controller powered down, their stimulation would turn off. Agent had caller reset controller by removing battery and plugging into ac power. Screen powered on and green light was flashing after battery was reinserted. Caller confirmed after unlocking controller that the green box was around group b at intensity setting of 4.5, but pt said they couldn't feel anything. Agent had caller lock controller, then use the stim on button to turn the controller back on. Patient reported they suddenly felt stim, even though the controller showed no device found after the on button was pressed (so, presumably, stim should not have been reacting to the on button being pressed). Agent understood stimulation seemed to be turning off and on by itself, independent of the controller, as controller was reflecting that stimulation was left in on state even when it felt as though it turned off. Agent redirected caller to make appointment with hcp/reps to interrogate the patient's ins for further assistance. Agent closed case. Pt rep called back stating that they had called last week as the controller had not been working properly and the agent thought that the device would need some reprogramming. Caller said that the controller quit working completely on june 20th and so they had called that friday and they were told to call back once they had the equipment present, so they called on monday and got the controller to work again, but every time the controller went to sleep, the ins would turn off. Caller said that they were told to call hcp to coordinate an appt with a rep, so they called hcp but hcp said that the rep could only be there on july 3rd, however the pt can't make it to hcp on that day. Caller was calling to try to coordinate a meeting with a rep for ins reprogramming. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that after meeting with the patient, it was determined that the ins was not turning on and off. The patient just needed to increase the amplitude and it was more of a positional change where they did not feel stimulation. The rep reprogrammed the patient and explained the postural changes occurring. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.